Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 9pm on (B)(6) 2017. The patient manages their diabetes with insulin pump therapy and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 8 hours after the alleged product issue occurred they developed symptoms of ¿severe sweatiness and shakiness¿; symptoms which they self-treated at 2:30am on (B)(6) 2017 by consuming additional food. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca walked the patient through a re-test and the issue remained unresolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.